Manufacturer narrative:
Pt had bruises on hand. Pt's current health condition at the time of coagulation test may contribute to unexpected or inaccurate inr result. One hundred fourteen errors may be generated if device is not used as directed/indicated. No info in the complaint indicated misuse. The errors may be also generated by incorrect sampling/technique. Nurse was using cap tube, but no info indicating a technique issue was provided. Lab draw result not available. Unable to determine root cause. Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Resent test conducted on lot #246431 on 06/13/2011 met accuracy criteria. No error replicated. Test results are as follows: donor 52 = 1.9, 1.9, 1.9 inr; donor 53 = 2.2, 2.2, 2.3 inr. At least two out three replicates are within the allowable bias of reference results for donor 52 (1.70 inr) and donor 53 (2.53 inr), respectively. No further investigation will be pursued at this time. Conclusion: root cause could not be determined from the info provided in the complaint. One hundred forty four error may be caused by but not limited to cap tube technique. Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: customer reports getting error 144 three times and qc2hi twice. Pt is off coumadin; coagulation therapy is unk. Nurse mentions bruising on the pt's hand.